Event description:
(B)(4) doctor implanted me in (B)(6) 2010. Fifteen (15) minutes in his office, no anesthesia. I had gone for the hsg test 3 months later and was told all was good. While waiting for the 3 months I did take a depo shot (previously had used it for 5 years). The ailments/illnesses happened a few years after and came out of nowhere. Headaches, blurred vision, twitching in eyes, severe back (tailbone) pain, hands and feet falling asleep even while walking/using hands, heavy bleeding (soaking pad and tampon every 30 min or less), severe stabbing pains in pelvic area and uterus, severe pain in vagina, unable to get out of bed due to severe pain in hip/tailbone, joint pain, hair began to fall out, numbness in face, weight gain, diagnosed with thyroid disorder (B)(6) 2017, severe bloating in stomach (look pregnant), floaters in eyes, severe mood swings, depressing thoughts, anxiety. I have issues with food and most days cannot keep food down. My primary sent me for lab work and that was when she found my thyroid was not working. A year before the labs my ob/gyn was concerned because I had actually lost weight rapidly. In less than a year I gained 25 lbs even though keeping food down is nearly impossible.